Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Eri due to high battery impedance was triggered on (B)(6) 2010, prior to explant.

Event description:
It was reported that the elective replacement indicator (eri) triggered three weeks after device check, possibly due to premature battery depletion. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku